Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient stated that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose was up to "500-600 mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation.